Event description:
It was reported to boston scientific corporation that an advanix biliary pigtail stent was implanted during an endoscopic sphincterotomy (est) and endoscopic biliary drainage(ebd) procedure for stone removal in the common bile duct performed on (B)(6) 2013. According to the complainant, during the procedure, the physician placed the end of the pig tail stent in the biliary tree and the procedure was completed without any problems. There were no issues with the device during placement. However, a week after (B)(6) 2013, they repeated the same procedure to remove more stones and noticed that the deployed stent had migrated from the bile duct. They checked under fluoroscopic guidance and the device was not found. According to the physician, the stent had migrated by itself and was excreted spontaneously. The procedure was completed and there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient reported to be over 18 years of age. (B)(4) for stent migration. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.